Event description:
The customer reported "problem with the system". While onsite repairing the unit, the asp field service engineer (fse) found "smoke" coming from the oil mist filter. The customer stated that there were no physical complaints related to oil mist. The fse repaired the unit.

Manufacturer narrative:
Capital equipment, unit evaluated at the facility. The fse replaced the filter and ran an empty cycle. The system met specifications. This issue is being addressed with a customer letter, related to correction & removal.